Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen intermittently would turn off. Pump does not turn off; just the screen. Cause was not known. Blood glucose was not impacted. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.